Event description:
The customer reported a "suspected positive biological indicator". Attempted to contact the customer regarding the status of the load recall, but the customer was not available.

Manufacturer narrative:
Suspected positive bi.